Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx2 abdominal aortic aneurysm stent. Approximately ten (10) months post initial procedure, an expanding aneurysm and endoleak (at an indeterminate origin) were detected by cta. The physician will continue to monitor the patient and a follow-up angiogram will be performed to better diagnose the patient. The patient is reportedly in good condition.

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting a suprarenal afx and palmax (non-endologix) devices on (B)(6) 2019. In addition, clinical assessment confirmed that the reported leak is a type ia endoleak.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported observations: type ia endoleak, index procedure outside the IFU, abdominal aortic aneurysm not increased in size, and secondary endovascular procedure. The complaint is most likely user-related due to the off-label neck anatomy. The procedure-related harms for this complaint could not be determined. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.